Manufacturer narrative:
The customer indicated there may have been items released from the load. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected (B)(6) bi' was reviewed from (B)(6) 2014 through (B)(6) 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number for 'suspected (B)(6) bi' and 'load not recalled' product malfunction codes was reviewed from manufacture date to complaint open date; trending was not exceeded. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. Retains testing was not performed as the suspect (B)(6) was likely due to a cancelled cycle. A field service engineer was dispatched to the customer site. The concomitant sterrad® unit was verified for temperature, pressure and plasma power with functional testing. Equipment was found to be within working order. It is unlikely the suspected (B)(6) bi was caused by a manufacturing issue as the DHR review found no anomalies that would contribute to a (B)(6) bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was (B)(6) for growth. A suspect (B)(6) bi may result from a cancelled cycle, as the spore disc may not have been exposed to the appropriate amount of h2o2 to kill at least (B)(4) bacterial spores per cyclesure® IFU. Additionally, per sterrad® nx sterilization system user's guide, when a bi is used in cancelled cycle, "the previously used biological indicator must be discarded and a new biological indicator must be placed in the chamber before restarting the new cycle." A customer letter was sent to remind the customer that loads from cancelled cycles should be reprocessed. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad cyclesure. Catalog number - the correct catalog number is 14324-30. Lot number - the correct lot number is 32715307. Expiration date - the correct expiration date is 06/30/2016. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Correction to sra review previously reported as quality problem with no impact on safety is considered to be "low." Correct sra statement should be, the sra indicates the risk associated to exposure to biohazardous, pathogenic or infectious material is "low".